Event description:
It was reported by the exactech knee replacement study, that approximately 11 months post tka, this (B)(6) female patient had a patellar fracture. Outcome was resolved by using crutches/walker. The case report form indicates this event is definitely not related to devices and unlikely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-010-01-0340: logic femoral ps cem right sz 4, 02-012-35-4015: logic tibia ps mod insrt sz 4 15mm, 02-012-41-4040: logic tibia traptray cem sz 4f/4t.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.